Event description:
It was reported a patient presented in the emergency department after inappropriate shocks on their implantable cardioverter defibrillator (ICD). Electrogram (egm)'s suggested incorrect interpretation of signal and therefore inappropriate shocks so programming changes were made to mitigate the issue. The patient was stable.